Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer overfilled the cartridge. Customer¿s blood glucose was over 400 mg/dl; cause was unknown. Reportedly, the customer loaded a new cartridge and resumed insulin therapy.